Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter, occluded, no delivery/occlusion alarm, damage (physical or cosmetic), lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-7911na, mmt-332a, mmt-1880, mmt-7020la, mmt-396. Trouble shooting was not performed and customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported insulin flow blocked alarm. Customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the transmitter or not. No product return is required for mmt-7911na. No product return is required for mmt-332a. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1880. No product return is required for mmt-7020la. No product return is required for mmt-396.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. Confirmed pump alarmed insulin flow blocked alarm on in pump downloaded history. The following were noted during visual inspection: battery tube thread cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm is not confirmed. No communication pump to transmitter is not confirmed. Cosmetic damage is confirmed at the unspecified area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.